Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address persistent pain. Brownish-black tissue staining and a small amount of fluid were present. Update: litigation papers received 1/31/2014. Litigation alleges that the patient suffers from discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 02/25/2014. Update rec¿d 5/8/2014¿ pfs and medical records received. Part/lot was provided. After review of the medical records there was corrison found on the trunnion of the stem. The stem is now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : 6/4/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the added stem provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.